Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that their implant kept turning off if they were passing through the automatic doors. The agent reviewed information that it was not the automatic doors rather it was the theft detectors on the automatic doors that can cause an increase in stimulation or additional stimulation even turning off or on the ins. Patient also mentioned that they were peeing in diaper which started a couple days ago. They confirmed that they already made adjustment on their stimulation to 1.7 ma. They will maintain the level of stimulation and monitor their symptoms. Patient was redirected to hcp if symptoms persist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.